Event description:
It was reported that the patient underwent an initial tsa (total shoulder arthroplasty) on the right side. Subsequently, the patient was revised due to pain and loosening of the glenoid component. Patient was revised to exactech devices. Patient was last known to be in stable condition following the event. No further information available.

Manufacturer narrative:
D10: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm (B)(6). 300-10-45 - equinoxe replicator plate 4.5mm o/s (B)(6). 300-20-02 - equinox square torque define screw drive kit (B)(6). 310-01-47 - equinoxe, humeral head short, 47mm (beta) (B)(6). (B)(6). Gps implant kit v2 04000523151. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.